Event description:
Patient had placement of double j stent on 3/4/98. X-ray following placement revealed no problems. Kidneys, ureters and bladder x-ray (kub) on 3/23/98 revealed j stent broken. On 3/25/98 had removal of j stent along with piece broken off without complications.